Event description:
It was reported that the patient stated that her back was so bad and that her legs weren¿t working right and the flank where the implantable neurostimulator (ins) was pulling so hard to ovary that she could not stand it in her pelvic area. The reporter stated that she needed someone to do something because if someone didn¿t she would be paralyzed. It was noted that the patient¿s legs weren¿t working and that her sciatic nerve was hurting so bad. It was noted that the patient had not seen the doctor recently because she had been in care centers with surgery on the mesh sling that was implanted also. It was noted that the patient had went to the bathroom 17 times in the last 12 hours. It was noted that the patient had hurting in the spine where the electrodes. It was noted that the patient went to the ER but that they could not help and sent the patient home. The reporter stated that she could not travel and could not get to the doctor. It was noted that the patient started walking weird 1 week prior to report. It was noted that the patient thought it was meniscus in her knee but now ¿she is walking like (B)(6).¿ it was noted that the patient¿s hip was lumpy and that every time she tried to turn or get up it pulled through to the pelvic area. It was noted that this all started to happen after the nursing home/rehab place. It was noted that prior to this the patient was fine going around 4 times a night to the bathroom. It was noted that the patient was in the rehab center because of mesh sling and was trying to get on bike because of her knees. It was noted that immediately after the bike the issues started to happen. It was further noted that the patient was not feeling any stimulation at all. It was noted that the patient¿s legs were going numb as well. Additional information received reported that the patient reported that a care center took her patient programmer. It was noted that at the time of report the patient was getting paralysis of her leg because stimulation was not turned off. It was noted that the patient was taking dilaudid for pain. It was noted that the patient changed stimulation 2 weeks prior to report to try and get comfortable stimulation. It was noted that then the patient started to notice the leg pain, it getting numb, and that the pain was shooting down her sciatic nerve. Additional information received reported that the patient reported that she was paralyzed in her legs because she could not turn stimulation off without her patient programmer. The reporter stated that she had cataracts and had difficulty reading.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va055k9, implanted: (B)(6) 2013, product type lead. (B)(4).